Event description:
Malfunction: tracker image working intermittently. A clinical trainer reported that the laser system's tracker image was working intermittently. The malfunction did not occur during surgery and there was no pt impact.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager was unable to confirm the issue, and found no problems with tracking system. To address this issue, the tm fine-tuned the ir emitters on the 4mm test target as a preventive measure, and successfully completed the system verification. Conclusion: based on the results of the investigation, no root-cause could be determined, as the system was found to be operating within specification. (B) (4). (B) (4). (B) (4).